Event description:
Additional information indicated that the pump was replaced. It was discovered that the pump had reached end of life. No troubleshooting was done on the catheter once the pump was discovered to be at end of life. It was stated that there was nothing in the operative report to indicate a problem with the catheter.

Event description:
It was stated that the actual residual volume was greater than the expected residual volume (15ml vs 7.5ml). Pump interrogation revealed a motor stall occurred with no recovery and that safe state and reset messages were recorded in the logs. The patient had experienced withdrawal with symptoms of tightness over the prior few days. The pump contained lioresal 2,000mcg/ml, 1,000mcg/day. Additional information has been requested at this time; a supplemental report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8703w, lot# l43899, serial# implanted: (B)(6) 1997, explanted: product typ catheter. (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
Additional information received reported that that the pump logs also showed ¿stopped pump may exceed tube set¿ message.